Manufacturer narrative:
Date of event: used (B)(6) 2019 as the correct date was not provided.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was used during a bifurcation stenting. However, the operator kinked the catheter and when the device was re-inserted into the touhy, the shaft fractured. A 3.50mm x 12mm emerge was also used at some point during the procedure. However, it was also noted that the catheter got fractured. The procedure was completed with a non-bsc product. No patient complications were reported.